Event description:
It was reported that this lead implanted on the left bundle branch experienced dislodgment. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected on the following fields: e1: initial reporter country.

Event description:
It was reported that this lead implanted on the left bundle branch experienced dislodgment. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damaged insulation and deformed coils approx. 265 mm from the terminal end. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to the body fluid within the lead lumen. Additionally, testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Information was corrected on the following fields: e1: initial reporter country.

Event description:
It was reported that this lead implanted on the left bundle branch experienced dislodgment. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.